Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The left common iliac occlusion complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well. The absence of pre implant imaging and sizing information prevents identifying causation for the occlusion. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem: correction g1,2: contact office- name has been updated h6: patient code: remove code 2100 h6: result code: remove code 3233 h6: conclusion code: remove code 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, the patient emergently presented with a thrombosed and occluded left-side limb due to a distal dissection. The physician elected to treat the patient by implanting one (1) fogerty (non-endologix) thrombectomy catheter with two (2) self-expanding stents on 21 aug 2019. The patient reportedly tolerated the re-intervention well, and the thrombosis was resolved and outflow restored upon final angiogram. As of date, there have been no additional patient sequelae reported. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately one (1) month post initial procedure, the patient emergently presented and upon angiogram a left limb occlusion was identified due to a distal dissection. The physician treated the patient with thrombectomy (fogerty catheter) and implant of two (2) non-endologix self-expanding stents. The outflow was restored upon final angiogram. The patient was reported to be doing great.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, the patient emergently presented with a thrombosed and occluded left-side limb due to a distal dissection. The physician elected to treat the patient by implanting one (1) fogerty (non-endologix) thrombectomy catheter with two (2) self-expanding stents on (B)(6) 2019. The patient reportedly tolerated the re-intervention well, and the thrombosis was resolved and outflow restored upon final angiogram. As of date, there have been no additional patient sequelae reported.